Manufacturer narrative:
Additional information has been received by the customer and has been updated accordingly. Event attributed to: updated to "required intervention". It was reported that the nurse operating a bd ultra fine insulin pen needle received a needle stick while attempting to "close/retract the cap". Post exposure bloodwork was taken. Updated to "post exposure bloodwork taken".

Event description:
It was reported that the nurse operating a bd ultra fine insulin pen needle received a needle stick while attempting to "close/retract the cap". Post exposure bloodwork was taken.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to unknown lot number for needle stick & difficult/unable to operate. Severity: s_3__; occurrence: unable to perform complaint lot history check due to unknown lot number for needle stick & difficult/unable to operate. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the nurse operating a bd ultra fine insulin pen needle received a needle stick while attempting to "close/retract the cap".

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the nurse operating a bd ultra fine¿ insulin pen needle received a needle stick while attempting to "close/retract the cap".

Manufacturer narrative:
Additional information has been received by the customer and has been updated accordingly. Event attributed to: updated to "required intervention". It was reported that the nurse operating a bd ultra fine insulin pen needle received a needle stick while attempting to "close/retract the cap". Post exposure bloodwork was taken. Updated to "post exposure bloodwork taken".

Event description:
It was reported that the nurse operating a bd ultra fine insulin pen needle received a needle stick while attempting to "close/retract the cap". Post exposure bloodwork was taken.